Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak on the cart outside of the liberty select cycler during an unknown phase of the second exchange of pd treatment. It is unknown at which point in therapy the leak may have begun. There was no alarm from the cycler. The source of the leak is unknown and the patient confirmed there was no fluid observed within the cycler. There was no damaged observed on the cycler set. There was no adverse event, symptom, nor medical intervention attributed to the reported event. The patient indicated that the cycler set used during the event was discarded.